Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarms. Customer's blood glucose read high on pump and reported moderate ketones. Customer administered manual injections and insulin bolus via pump to address elevated blood glucose level.

Manufacturer narrative:
H6 (remove 2364 patient code).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was reported as high with ketoacidosis. Customer administered a manual insulin injection to address elevated blood glucose.